Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 9 (cartridge overfill alarm). Reportedly, the customer loaded the cartridge with 300 units. Customer successfully loaded a new cartridge. Customer's blood glucose (bg) level was 170-180 mg/dl. In addition, it was reported that the customer received an altitude alarm. The alarm was able to be cleared. Customer had elevated bg levels (402 mg/dl). Customer delivered a bolus to address elevated bg levels.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to recessed usb pins.